Event description:
Reference number (B)(4). Event occurred in greece. It was reported that patient faced infusion set detachment event on (B)(6) 2025 the site of detachment was tubing. The infusion set was in use for one day. The insertion site was abdomen. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6).